Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture;" "slight capsular contracture"

Event description:
Patient reported the left implant is palpable, and that there are two folds in the implant, the implant has a fold in it would could be cause by a contracture. Pain started a year after implantation. Physician reported events of "lump on the left side near incision, ultrasound revealed its scar tissue¿, ¿fold in implant¿, ¿slight capsular contracture but no evidence of a rupture¿, ¿has some pain on the left side¿, ¿significant pain¿, ¿rippling¿, and ¿implant is also palpable. Affected side is left. The device remains implanted.

Event description:
Patient reported the left implant is palpable, and that there are two folds in the implant, the implant has a fold in it would could be cause by a contracture. Pain started a year after implantation. Physician reported events of "lump on the left side near incision, ultrasound revealed its scar tissue¿, ¿fold in implant¿, ¿slight capsular contracture but no evidence of a rupture¿, ¿has some pain on the left side¿, ¿significant pain¿, ¿rippling¿, and ¿implant is also palpable. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture;" "slight capsular contracture".